Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the ambulance was called due to the patient being hypoglycemia. The patient's blood glucose levels dropped as low as 2.7 mmol/l (48.6 mg/dl) while wearing the pod between 4 and 24 hours on the abdomen. The pod hazard alarm went off and the pod was deactivated. The patient loss consciousness and the ambulance was called by his girlfriend. When the ambulance arrived, the patient was treated with a manual glucose injection.